Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was scheduled for MRI of the thoracic spine. It was noted that the procedure was not due to problem with the device or therapy. The hcp indicated that the patient was in the MRI localization for 13 seconds with 1.5t and they did not know if the stimulation was on/off. They also reported that the patient indicated the device was not working and wanted the device out. They had been getting botox injection and that has been helping for patient. It was stated that the patient felt fine and no issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.